Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. Philips field service engineer (fse) could not duplicate the sse failure. Backup battery is fully discharged, no power on dc, unit works on ac power. The fse advised customer backup battery is aged (battery date 11/2012) and does not recharge and should be replaced. No other problems found, short self test and extended self test passed.

Event description:
Customer short self test fails reset on battery. No patient/user harm reported. Event date not specified; estimate used.